Manufacturer narrative:
Ise system is calibrated every 24 hours. Qc samples are run every 8 hours. Prior to and after the event, ise qc results were within the lab's established ranges. The customer discovered that the tubing attached to the bottom of the flow cell had become pinched. Straightening the tubing corrected the problem . A field service engineer (fse) set the auto-validation range to the reference range for all ise's. All values outside of the reference range will be investigated and confirmed before reporting.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results generated by the unicel dxc 800 pro synchron clinical systems. The results were reported out of the lab. The specimens were re-tested on a different instrument and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.